Event description:
It was reported that that patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the lead was explanted to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. A patient experiencing ineffective stimulation was reported to abbott. The patient¿s lead was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.